Event description:
It was reported that a large volume infusor overinfused; two hours after connecting to the patient, half of the medicine flowed out of the device. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter last name: (B)(6). Initial reporter address: (B)(6). Initial reporter city/state: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to b3, b5, h4, h6 and h10. B5: during follow up, it was clarified that 5-fluorouracil was being infused. Update to g3: date received by MFR: 1/21/22, previously submitted as 1/20/2022. H4: the lot was manufactured between march 01, 2021 - march 03, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.